Event description:
During a declot procedure, the balloon on the catheter separated from the catheter and became lodged in the pt's graft. The balloon was removed by the physician with a snare. See MDR 1219038-2009-00001 for the second event.

Manufacturer narrative:
Catheter not returned to clinical instruments intl. Add'l lot #: 012009096, date of MFR: 01/20/2009, expiration date: 01/19/2012. Add'l lot #: 013009105, date of MFR: 01/30/2009, expiration date: 01/29/2012. Add'l lot #: 021209120, date of MFR: 02/12/2009, expiration date: 02/11/2012. Add'l lot #: 051409164, date of MFR: 05/14/2009, expiration date: 05/13/2012. Add'l lot #: 051909169, date of MFR: 05/19/2009, expiration date: 05/18/2012.